Event description:
It was reported that during ventilating an intubated patient the error 42.0000 appeared on the screen and smoke could be smelled. After this we saw the patient is no more ventilated, had mv=0.01l/min. We changed the ventilator with another one and everything was fine. There were no patient health consequences reported.

Manufacturer narrative:
The affected device was examined onsite by dräger service technician and the service report was made available for further review at the manufacture¿s site. Based on the investigation the reported issue could be confirmed and a failure in the power supply unit (missing 48 v voltage for blower unit) was identified to be the root cause. The power supply provides energy for the ventilator on different voltage levels. If 48 v rail level is missing, the blower unit cannot work at all and starting ventilation is not possible. A deviation within the blower unit will be detected by safety software and dedicated alarms will be posted with high priority audibly and visibly. If a power loss on 48 v level occurs during an ongoing ventilation, ventilation stops, and the emergency valve allows spontaneous breathing at ambient pressure and the device posts an audible and visible alarm of high priority. The user has to disconnect the patient from the device and continue ventilation without delay using another independent ventilator. The device reacted as specified on a detected internal deviation regarding the blower unit and posted a high priority alarm. Replacing the power supply remedied the issue. The number of similar cases, related to the same root cause, is within the expected range of the respective risk assessment and thus accepted.

Manufacturer narrative:
The investigation has just started; results will be provided in a follow-up report.

Event description:
It was reported that during ventilating an intubated patient the error 42.0000 appeared on the screen and smoke could be smelled. After this we saw the patient is no more ventilated, had mv=0.01l/min. We changed the ventilator with another one and everything was fine. There were no patient health consequences reported.